Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no allegation of harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "service required" code was found in the ventilator's downloaded error log. The technician recommended replacing the device's oxygen blender circuit board to address the issue. No further investigation is required at this time. Additionally, the device's motor blower assembly and stirring fan foam were replaced due to life-related smells observed. A periodic maintenance 2 was performed. The trilogyo2 pm1 kit, exhaust fan assembly and 43-microns filter were replaced as regulated by maintenance procedure to prevent failure. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (14.2.05)